Manufacturer narrative:
The model# was not provided. In some countries outside the u.s, customer information is not provided due to privacy laws.

Event description:
A child from (B)(6) was tested with the contour next link meter and the reading was 30mg/dl. The mother gave him glucose. He was retested and the reading was 480mg/dl. He was then given insulin accordingly. The patient typically has no awareness of hyper or hypoglycemia. The advocate had no more strips to return for evaluation, so strip information was not provided. A new meter was sent to the customer.